Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device does not recognize when the standard hard paddles are connected. As a result, defibrillation may not be necessary, if it were necessary. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device does not recognize when the standard hard paddles are connected. As a result, defibrillation may not be necessary, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer with technical assistance. Physio was later made aware that there was no issue with using therapy electrodes with the device and the device was placed back into service. Physio-control determined that the likely cause of the reported issue was that the device was being operated in AED mode and according to the lifepak 20 operating instructions when the device is turned on in AED mode "if the therapy cable is not connected to the defibrillator, you will see the connect cable message until the cable is connected". The customer was using hard paddles and not the therapy cable with electrodes, so the device would have continued to prompt the user to "connect cable" until the hard paddles were replaced with the therapy cable with electrodes or until the user switched into manual mode. Therefore the reported issue likely indicates normal device operation, not a device malfunction. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined.